Manufacturer narrative:
(B)(4). This device was not sent to baxter for device evaluation or repair. Therefore, the reported condition of a colleague infusion pump which may have failed to alarm for an occlusion cannot be confirmed nor can an assignable cause be provided. This device is an unremediated colleague pump with a user interface module software version of 5.26.00. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This device is a colleague pump with a user interface module software version of 5.28.92. The reported condition of "sounds like it's pumping inside but nothing comes out of the tubings" was not confirmed during product evaluation and the root cause was not identified. There were no repairs performed for the reported condition. Should additional information become available a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced "sounds like it's pumping inside but nothing comes out of the tubings," which indicates an occlusion. It is unknown when or in which care area this event occurred. This event failed to alarm for the occlusion. There was no report of patient injury, medical intervention necessary, or adverse event in association with this condition. No additional information is available. The user interface module software version of this pump is currently unknown.